Event description:
It was reported that the indicated battery charge of the pump unexpectedly dropped by 25% within a short timeframe. There was no reported impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.